Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was producing a loud noise during operation. No patient injury or adverse event was reported in association with this issue. The device was returned to the manufacturer for evaluation. Upon receipt, the device error logs were successfully downloaded and reviewed, with no critical errors identified. The reported issue of loud noise could not be reproduced during evaluation. The device was powered on and operated within expected parameters, and no abnormal or excessive noise was observed. The unit was further disassembled to inspect internal tubing and connections; no abnormalities or defects were identified. During inspection, the preventive maintenance (pm) sticker was noted to be physically damaged and was replaced. During subsequent functional testing, the device failed due to an issue with the lcd display. Specifically, the screen went blank, with the backlight remaining illuminated but no words could be read on the screen. To address this condition, the lcd display and the lcd-to-system board cable were replaced as precautionary measures. The device was retested and passed all testing.